Event description:
It was reported that a spectrum pump displayed sys error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was not reproduced. Sys error 105 was confirmed through review of the history log and caused by a failed (dislodged) input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.